Event description:
The case involves a 52 yof with symptomatic umbilical hernia who presented to ambulatory surgery on (B)(6) 2024 for an elective hernia repair. She underwent an open repair of incisional umbilical hernia. The procedure was without complication and she was transferred to the pacu wherein a gown with built in heating apparatus was applied (3m bair hugger gown product 82003)/inserted into right leg port and was on for 1 hour postoperatively. The patient developed a "rash" on her right upper leg and abdomen that appeared to be raised erythematous patches with multiple blisters extending into the groin. The surgical site and site of the bovie pad were inspected and noted to be clear of any reaction. The heating device was immediately removed and benadryl and ice packs were applied with some improvement. Dermatology was consulted and concurred with diagnosis of contact dermatitis vs superficial burn. A steroid cream/antibiotic was prescribed. 3m was notified of the incident.